Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by the reporter. This report is for one unknown distal interlocking screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned tfn (trochanteric fixation nail) explant due to need to remove cancerous tumors and bone, a distal interlocking screw was noted to be broken. The original implant date of the tfn system is unknown. The surgeon decided to leave the broken screw shaft in the patient&#38112;bone. The nail was noted to have stress marks upon removal. The patient had a hemiarthroplasty to treat other fractures. The patient's postsurgical outcome is unknown. There was no report of surgical delay or additional medical intervention. This report is for one unknown distal interlocking screw. This report is 2 of 2 for (B)(4).